Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found that the probe was leaking intermittently during troubleshooting; blood sampling valve (bsv) was not rotating properly, solenoid 19 was not working, red blood cell (rbc) bath of the o-rings (bt2) was leaking and not draining fast enough causing overflow and a secondary leak. After troubleshooting, the fse found and replaced tubing at pinch valve (pv49) that was not on the fitting securely to resolve the issue of leak at probe. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 3 ml of clear fluid leaked from the probe of the coulter lh 500 hematology analyzer during start-up. The leak was not contained within the instrument. The operator was wearing gloves at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.